Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a several kinks/bends throughout its body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 27 mm and 304 mm from the distal tip. The overall length of the guide wire measured 680 mm which is within the specification of 679-687 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.860 mm which is not within the specification of 0.788-0.826 mm per guide wire product drawing. It is likely that either the customer returned the incorrect swg or reported the incorrect part number for this complaint since the guide wire dimensions do not match that of the 0.826 mm reported. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked at 2.7 and 30 cm from the distal tip. However, the guide wire dimensions did not match the 0.826 mm reported. This indicates either the customer returned the incorrect swg or they reported the wrong product number. A device history record review performed based on the reported lot did not identify any manufacturing related issues. Based on the discrepancy between the reported device and returned device, the root cause was unable to be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during insertion. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was kinked during insertion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).